Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported that the swivel of rt266 infant dual heated evaqua2 breathing circuit was found to be loose before use. There was no patient involvement.

Event description:
A distributor in germany reported that the swivel of rt266 infant dual heated evaqua2 breathing circuit was found to be loose before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the swivels of complaint rt265 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) new zealand where it was visually inspected and pressure tested. Results: the swivel elbow and swivel wye were returned assembled. No damages were observed to any of the swivel components. The pressure test for the complaint device confirmed a tight fit of swivel components. Conclusion: investigation into this complaint reviewed the manufacturing process (operator, equipment, measurement and environment), process documentation, samples of product, complaint devices and performed a material analysis. The investigation indicated a potential resin material mix-up was the most likely cause. We have since implemented an additional material verification step, at the point of resin material addition to the moulding machine feed. This verification would identify any potential resin material mix-up prior to use. All rt265 dual-heated evaqua2 breathing circuits are designed to conform to iso:5367. All rt265 circuits are visually inspected, pressure and flow tested during production and those that fail, are rejected. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit also state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."